Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The reported issue was confirmed. Visual inspection identified a delaminated downstream occlusion (dso) seal, buckling/dented upstream occlusion (uso) seal, and a dented air in line detector (aild). Service history identified the complaint was not related to a previous service of the device within the review period. The dso seal, uso seal, and aild were all replaced.

Event description:
It was reported that there was a motor service due error. The event occurred during testing. There was no patient involvement. Evaluation of the returned device found a dented upstream occlusion seal and delaminated downstream occlusion seal, along with a dented air in line detector.